Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that the balloon ruptured due to calcification of the artery during pta. No patient injury or adverse effects were reported. No detailed information is available.